Event description:
It was reported a spectrum pump had a close door alarm because the door would not latch. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom was reproduced and confirmed through evaluation. Evaluation found the force required to secure the door was above expected levels if not applied would cause by cracked threading insert bosses and raised threaded inserts causing separation between the front case and mechanical assembly. The front case assembly was replaced.